Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to confirm pump error 35 alarm due to constant critical pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump displayed a broken force sensor that detected during seating or regular delivery. Customer states they received the alarm while training for marathon. No troubleshooting was performed. The insulin pump will be returned for analysis.